Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is experiencing intermittent stimulation. An sjm representative met with the patient and lead diagnostics found multiple invalid contacts. Reprogramming was unable to resolve the issue. The stimulation was turned off on this lead and the patient is considering lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.